Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room for implant procedure. While utilizing the catheter to attempt to implant the left ventricular lead, a slight dissection of the patient¿s coronary sinus occurred; the procedure to implant the left ventricular lead was abandoned as a result. It was noted that the patient was unaffected and is doing well.